Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included non-malignant pain and failed back syndrome. It was reported that the patient experienced an infection. No pump medications, additional details regarding the infection, event date, specific symptoms, diagnostics, actions/interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.